Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient experienced vt storm and received multiple appropriate therapies. During last shock, a possible hv lead issue and hv circuit damage alert were observed. The lead exhibited low, out of range high voltage lead impedance. The lead was capped and replaced on (B)(6) 2016. The patient tolerated the procedure well.